Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would get a blank display. The blood glucose levels were not provided. The customer stated that the blank display would happen whenever they tried to treat themselves using the insulin pump. No troubleshooting was provided so the blank display issue was not resolved. The insulin pump will not return for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).